Event description:
Patient presented to the physician with severe neuropraxia. Physician prescribed steroids and advised continuing tongue exercises. Patient presented back to the physician with excessive drooling, difficulty eating and drinking, slurred speech, and right-sided tongue deviation. Physician referred the patient to another ent physician for further evaluation.